Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A non-bsc pigtail catheter was used with the watchman® access system (was) to engage the laa. The pigtail catheter was removed from the patient and flushed. A thrombus was noted in the pigtail catheter upon flushing. The patient's activated clotting time was 220 seconds at the time of the thrombus. The patient had an allergy to heparin with a previous history of hit (heparin induced thrombocytopenia), so argatroban was used intra-procedure. The cardiologist and anesthesiologist repeated an argatroban bolus and paused during the case for it to take action. They then proceeded with the case and a 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed in good position and released successfully. There were no further complications reported. There was no change in patient condition from pre-assessment after the case per the physician.